Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient ethnicity: (B)(6). Diagnosis: (B)(6).

Event description:
It was reported that the cytarabine infusion finished late by approximately 28 minutes. This occurred on (B)(6) 2020 from 1700 to (B)(6) 2020 at 0512. The medication (concentration 75mg/24ml in a 24ml syringe) was programmed to infuse over a 12 hour rate at 2.25ml/hr, using the adult oncology >40kg programing profile. There were no adverse effects or patient impact.

Event description:
It was reported that the cytarabine infusion finished late by approximately 28 minutes. This occurred on (B)(6) 2020 from 1700 to (B)(6) 2020 at 0512. The medication (concentration 75mg/24ml in a 24ml syringe) was programmed to infuse over a 12 hour rate at 2.25ml/hr, using the adult oncology >40kg programing profile. There were no adverse effects or patient impact.

Manufacturer narrative:
Update/correction: updated d4 (serial (B)(6)) & h4 (mfg date) as new suspect device. Additional information: d9, e4, g1, h6, h10. The customer¿s reported complaint of an under infusion of cytarabine was not confirmed during a review of the logs or during testing in the investigation. Inspection: an external and internal inspection of the customer¿s incident syringe module observed the male and female iui connector contact pins with unidentified film contaminants. The handle was received removed from the device, inside bubble wrap, and in good condition. Slight amounts of contamination was noted on the bottom mounting area of the front case. No other obvious issues or anomalies were identified with the device during the inspection which would have led to the reported complaint. Log review: results from a review of the logs confirmed the reported cytarabine infusion occurring between (B)(6) 2020 at 4:59 pm and (B)(6) 2020 at 5:57 am. The incident syringe module was identified as (B)(6) instead of the reported suspect syringe module s/n (B)(6).at the time of the reported event the system consisted of the source pump module s/n (B)(6), pump module (B)(6), syringe module (B)(6) and source syringe module (B)(6). The profile ¿oncol more than 40kg¿ was in use on this date. Based on the logs, the previous cytarabine infusion was restored and started at (B)(6) 2020 at 4:59 pm. At 6:17 pm, the volume infused was cleared by the user. On (B)(6) 2020 at 3:56 am, the syringe was empty. Approximately a minute later, the user restored the infusion, however the syringe was changed to a monoject 12ml syringe with 3.3238mls detected and the infusion was started. Between 4:02 am and 4:10 am various changes to the vtbi were performed. At 5:12 am the infusion completed, and the user channeled off the pump. The total calculated pvi was 27.6181mls. Test result: functional testing programmed with the incident parameters showed no obvious infusion issues or anomalies with the returned device. Test results on the returned syringe module was observed passing all three accuracy tests. Test results indicate syringe module is within specifications and performing as intended. Root cause: the root cause of the customer¿s experience of an under infusion was not determined during the investigation. Test results demonstrated the syringe module operating as intended and showing the device within specification for accuracy. Device history review: a review of the device history record showed the device had a manufacture date of 03/15/2016. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n 14595077 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received with completed investigation.